Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-ar-2324bcc serial/batch (B)(6) was received for investigation. Visual inspection identified that the device was returned for evaluation with the eyelet broken, still a piece of the device is inside the swivelock shaft. No damaged was observed on the bio/anchor or any other components. The inner and outer tubes were unscrewed and screwed back in to check for any resistance or damage to the device. No issues were found. The most likely cause(s) for the reported failure can be a user error due to improper bone preparation, misaligned insertion, and/or prying/levering the device during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 9th may 2024, it was reported by an arthrex employee via email that for an ar-2324bcc, suture anchor, biocomposite swivelock® c, 4.75 mm x 19.1 mm, closed eyelet, the surgeon found that the peek and suture were disconnected, and it looked like the eyelet was broken. This was detected during use in a rotator cuff procedure on (B)(6) 2024. The procedure was completed successfully as a new ar-2324bcc was used.